Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report an alarm during the manual prime. The customer also reported that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 160 mg/dl. The customer pushed the cap back into place, and he states that it's working fine now. Advised the customer that the insulin pump needs to be replaced, but he stated that he wants to keep it since it's working. Advised the customer that it's not recommended to continue wearing the insulin pump, but he stated he will monitor the insulin pump closely and call back if needed. Nothing further was reported.